Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 29, 2022. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half, which is consistent with a lens that was handled during removal. The lens was cleaned and, a cosmetic issue could be identified right next to the cut. The complaint issue could be confirmed; however, it may be attributed handling during removal, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed since at the time of this investigation, the product has not been received for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated. Non conformance (nc) report number (B)(4) related to airborne microbes was found during the record review. The nc did not contribute to this complaint. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed no additional complaint folders for this po number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Phone number: (B)(6). Health effect: impact code: (B)(4): device removed and replaced. Health effect: impact code: (B)(4): incision enlarged. Health effect: clinical code: (B)(4): incision enlarged. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was damaged and needed to be replaced. Account's brief description of the event provided that the lens was fully inserted into the patient's left eye; however, the iol had to be removed as there was something on it. There was no patient injury reported. Account indicated that incision was enlarged and lens was replaced with another iol of the same model and diopter. No further information provided.